Event description:
It was reported that during the load step the pump dispensed all of the insulin. The patient was disconnected from the infusion set during the process and did not receive and insulin. It was indicated that this is the first time this has happened. The patient attempted to complete the load step and the insulin was dispensed again.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Correction number - 2531779-03/24/2010-003-r.

Manufacturer narrative:
(B)(4). The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the failure to detect cartridge was verified in black box. The rewind, load cartridge, prime steps were performed successfully. Force sensor calibration test confirms sensor is detecting correct force at (B)(6). Pump was opened and force sensor flex pins were found to be partially disconnected from force sensor socket . Battery compartment is cracked. Unrelated to this complaint, the display is dim: when a test display screen was used the display functions properly.